Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2021-04104.

Manufacturer narrative:
This report is submitted on december 24, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site (treatment unknown). Further information is being sought from the clinic.